Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on a follow up CT scan, the bifurcated device had migrated and was 55mm distal to the lowest renal artery. There was no type I endoleak noted. It was also reported that there was decreased blood flow (femoral pulse) in the left groin. The physician performed an intervention and an endurant aui was implanted. Another manufacturer's plug was placed into the left common iliac and a fem-fem cross over was performed. The event had resolved; however, the patient continued to experience abdominal pain after the endurant aui was successfully placed. The decision was made to convert the patient to open repair and all the stent grafts were explanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).